Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a clinical study pt experienced an elevated intraocular pressure, dry eye, foreign body sensation, slight posterior capsular opacification and heart burn/reflux. The outcome of the event is reported to be resolved. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account to properly complete an investigation. Additional information has been requested. (B)(4).